Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.

Event description:
The customer reported that the load sequence appeared out of order. The customer's blood glucose (bg) level was 250 mg/dl, but the customer administered a shot to keep bgs under control tandem technical support walked through the load process with the customer. The load prompts appeared as normal.